Event description:
Healthcare professional reported that pt expired approx 8 months post implant during reoperation to replace the valve due to central regurgitation. Re-op revealed two cuspal tears and perforation. Valve was returned for analysis.